Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive was evaluated and reformatted. The system software and calibration files were reloaded. The system was tested and found to be working as intended and put back into service.

Event description:
The fe reported that the system failed to properly save and recall pt image data. No pt serious injury or death was reported related to this event.